Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation and an evaluation was complete. No failures or malfunctions were identified that could have caused or contributed to the home patient passing away. The event history and device history logs were reviewed with no malfunctions or events that could have caused or contributed to the reported difficulty. If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The date of death was unknown. An internal investigation is currently under way, however has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition.

Event description:
This is a report of a homechoice peritoneal dialysis (pd) patient that passed away. Per the patient's nurse, the patient passed away while at home. The nurse stated that the cause of death was unknown. Pd therapy was ongoing until the time of death. However, the nurse was unable to confirm if the patient was connected to the homechoice at the time of death. The hp was not hospitalized prior to death. It is unknown if an autopsy was performed. No additional information was available.